Manufacturer narrative:
EXEMPTION NUMBER E2016006. COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN XT VALVE). ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.

Event description:
THIS REPORT SUMMARIZES 17 SERIOUS INJURIES. THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORT (ASR) ADVERSE EVENT SUBMISSION FOR MAY 2018 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN XT VALVE.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;1732599,I,SI,123,Edwards SAPIEN XT,9300TFX26,3190;1732599,I,SI,143,Edwards SAPIEN XT,9300TFX26,3190;4239220,I,SI,42,Edwards SAPIEN XT,9300TFX23,3190;4239220,I,SI,42,Edwards SAPIEN XT,9300TFX23,3190;4664591,I,SI,3,Edwards SAPIEN XT,9300TFX26,2993;4700114,I,SI,0,Edwards SAPIEN XT,9300TFX26,2993;4700114,I,SI,0,Edwards SAPIEN XT,9300TFX26,2993;4726823,I,SI,2,Edwards SAPIEN XT,9300TFX26,2993;4730344,I,SI,1,Edwards SAPIEN XT,9300TFX26,2993;4737663,I,SI,0,Edwards SAPIEN XT,9300TFX26,2993;4737663,I,SI,0,Edwards SAPIEN XT,9300TFX26,3190;4759384,I,SI,0,Edwards SAPIEN XT,9300TFX29,2993;4759384,I,SI,0,Edwards SAPIEN XT,9300TFX29,3190;4769396,I,SI,0,Edwards SAPIEN XT,9300TFX26,3190;4755960,I,SI,1,Edwards SAPIEN XT,9300TFX29,2993;4147488,S,SI,301,Edwards SAPIEN XT,9300TFX26,2993;4147488,S,SI,357,Edwards SAPIEN XT,9300TFX26,2993